Manufacturer narrative:
The root cause for the reported complaint could not be determined as no product was returned and not enough information was provided to complete the investigation. A definitive determination of damage cannot be made without the evaluation of the physical product. The reported damage was highlighted post implantation. The reported complaint is lacking in relevant information such as associated products used to complete a thorough investigation. A final root cause cannot be determined based on available information. All product history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that, during intraocular lens implantation surgery, the physician noticed a crack in the rim near the haptic optic junction. Additional information was requested, but no further information is available.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Photo received showing what appear to be marks on the iol and also near the haptic optic junction. The manufacturer internal reference number is: (B)(4).